Manufacturer narrative:
(B)(4). A mallinckrodt endobronchial tube was received for investigation inside its original cartoon with an open pack. Visual examination reviewed that the tube shape had been altered by the stylet wire, and the tracheal tube cuff was stretched over the cuff notches. Additionally, there was air contained in both cuffs. The stylet was removed, and 8 mls. Of air was extracted from the tracheal cuff and 1ml. From the bronchial cuff. Performance tests were performed by placing the stylet in the unit and it was inflated without issues. The bronchial cuff was fully deflated without any restrictions noted. However, it was not possible to fully deflate the tracheal cuff. The stylet was removed, 8 mls. Was extracted and it was re-inflated. Inflation and deflation without the stylet was performed on both cuffs without any issues. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the endobronchoscopy catheter cuff deflation was incomplete. There is no report of death or serious injury associated with this incident.